Event description:
The foam tip plunger and the lens were getting stuck in the cartridge and the lens was being damaged prior to insertion. There was no patient contact or injury. The facility indicated that the cartridge malfunctioned.